Manufacturer narrative:
Determination of root cause. Assessment: during the onsite evaluation, the territory manager (tm) checked the system and found no problems. The tm instructed the site's operator on the importance of performing adequate energy checks before sure which is required to calibrate the energy table and discuss the likelihood that this caused the problem. The tm revisited the site the following day to observe surgeries and noted that the site had no problems with the laser. A review of the complaint database for the 3 months prior to this reported issue found no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause was an operator error, specifically not performing adequate energy checks. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "incomplete procedure". Product problem(s): "laser stopped firing at 2% increments" (failure to fire). A technician reported the laser would stop firing after 2% increments in the procedure with no error message shown at all. The eyetracker was always engaged and the pt's eye was centered. The surgeon aborted the procedure at 17%. The pt was brought back the following day and the remainder of the procedure was completed. The technician stated the surgeon does not have any concerns with regards to this pt's outcome, which was 20/20 ucva at one day post-op. No other details were provided and pt records are not expected.